Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The gantry motion control box was installed on the imaging test system. The system achieved motion, generator and communication ready and both 2d and 3d imaging were successful. The door open and close functions were as expected. The door did not stop opening or restart while under test. No problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. Log files showed an error on the gantry motion controller. The gantry motion controller was replaced and the imaging system passed motion tests. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the imaging system gantry door stopped and restart randomly during opening. There was no patient involved with this concern.